Manufacturer narrative:
Concomitant medical product: 6935m62 lead; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was unable to establish telemetry with the remote monitor. The device remains in use. No patient complications have been reported as a result of this event.